Manufacturer narrative:
B5- per updated information the lens was exchanged for a different diopter lens on (B)(6) 2023 and the problem resolved. H3- device evaluation: lens was returned in liquid with debris on product in a micro-centrifuge vial. Visual inspection found one of the haptics broken. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -6.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. Lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.